Event description:
The patient contacted animas on (B)(6) 2012, reporting that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient continues to wear the pump. The patient denied damage or moisture to the pump. The patient reportedly wore the pump attached to a belt and cleans the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.